Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device has a "eval with motor and console" issue. The device was not being used during surgery. It is unk if there was any injury or medical intervention occurred. It is unk if there was a delay in surgery. There was no add'l info provided.